Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that low impedance was observed with the right atrial (ra) lead. The right ventricular (rv) lead displayed increased thresholds and low impedance. The decrease in impedance resulted in an increased current drain and rv oversensing. The patient experienced presyncope due to inhibition of rv pacing secondary to oversensing. The implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected. The leads were reprogrammed and subsequently the device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.